Event description:
It was reported that a spectrum pump had an intermittent downstream occlusion alarm. The event occurred during testing in the biomedical service department. There was no patient involvement.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, downstream occlusion was reproduced. A review of the event history log revealed downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of the calibrated specification downstream sensor reading. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.